Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine. Per initial report, the home accidentally unspiked a supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.